Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a female pt while in the cardio cath lab. The md attempted to insert the intra-aortic balloon (iab) through the teflon sheath via left femoral artery and was unable to advance to the right position. The md followed the instruction for use (IFU), vacuuming the balloon of the iab properly inside of the tray, but the iab got stuck in the teflon sheath. As a result, the iab and sheath were removed together. A new iab was prepped per IFU and inserted into the teflon sheath using the same insertion site successfully. Per the md there was no excessive bleeding. No medical/surgical intervention was required. There was a 5 minute delay or interruption in therapy noted with no harm to the pt. There was no reported of patient death, complications or injury. The pt outcome is that there was no harmful outcome to the pt.